Manufacturer narrative:
This report is being updated to provide investigation results. New information is reported. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: important information please read before use: precautions: if the single use distal cover should fall off the distal end during the examination, the single use distal cover is seen partly on the endoscopic image. When the single use distal cover should fall off the distal end or seems to fall off, immediately stop the examination, and slowly withdraw the endoscope from the patient. Continuing the examination after the single use distal cover has fallen off may cause patient injury by the uncovered distal end of the endoscope and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. If a single use distal cover falls off inside the patients body, stop using the endoscope immediately and retrieve the single use distal cover in an appropriate way. Correction and preventative action (CAPA ) investigation has been opened to further investigate this issue. Conclusion: the definitive cause of the reported events could not be established. Based on investigation findings, the following are presumed to be the likely causes: since it is not known precisely when the cap fell off, we presume the following two different scenarios as possibilities: the distal cover fell off in the patients mouth when inserting the device in this case, the cover was already fallen when the device passing through the eg junction. The eg junction may have been damaged by the exposed tip of the device. IFU (operation manual) states as follows: important information please read before use: precautions: also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. The distal cover fell off in the patients mouth when withdrawing the device in this case, the cover was attached when the device passing through the eg junction. We presume that the event occurred by the following mechanism : user operates suction while distal end opening space was near the surface of mucosa, which causes the mucosa sucked into distal cover. When user tried to remove scope in this situation, the mucosa is damaged by the edge of the distal cover. Distal cover cracks at tear-off line due to inappropriate attachment of distal cover to scope. When pressing distal end to surface of mucosa in this situation, the mucosa gets caught in the cracked cover and damaged, even though suction is not operated.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the users experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2951238 - 2021 - 00310.

Event description:
It is reported during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope, the physician noted there was a superficial tear in the esophageal-gastric (eg) junction with bleeding. Following the completion of the egd, an additional endoscope (gif-h190 gastroscope) was used for the treatment of the tear with thermotherapy using a bipolar gold probe. Some time during the procedure, the distal cap of the device came off and remained inside the patient. The cap was found at the edge of the bite block when the scope was withdrawn from the patient due to a blurry image, thought to be due to residual food residue in the stomach. The retained cap was retrieved using the gastrovideoscope when it was introduced for treatment of the eg junction tear during the case. The cap will not be returned for evaluation as it was discarded by the facility. The patient's current condition is described as: discharged in stable condition.